Event description:
It was reported that after the patient received multiple shocks the device status showed elective replacement indicator (eri) status. The battery voltage returned to 2.9v the next day but the eri message was still there. Several months later the device displayed an end of service (eos) message upon interrogation, but the battery voltage was not at eos status. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly battery voltage trend data in save to disk file (B)(4) shows min bat=3.16 to 2.82 volts between (B)(6)-2011 and (B)(6)-2012, is before device rrt<= 2.62 volt. A diagnostics problem was noted. Programmer s2d data shows device reached eos with last full charge=9.7 sec on (B)(6)-2012.